Event description:
A consumer reported poor distance, intermediate and near vision following intraocular lens (iol) implant surgery in 2005. She also stated vision was better after surgery than what she is experiencing now. The consumer has a history of age related macular degeneration. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because there was no lot number or any identification provided traceable to the manufacturing documentation. At the consumer's request, the surgeon was not contacted.